Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Active patient (B)(6) years-old - 1m79 - (B)(6) kg - imc = 21.8. Operated for kneedcap lowering on (B)(6) 2020. During a postoperative control after 4 months from initial surgery, discovery of broken screw without clear trauma. Revision required.